Manufacturer narrative:
The investigation determined that higher than expected vitros glu results were obtained from quality control fluids and multiple patient samples on a vitros 5600 integrated system. The investigation found no evidence to suggest the results in question were caused by an analyzer malfunction. The higher than expected vitros glu results were isolated to a single slide cartridge, and the event is consistent with a compromised foil wrapper. An alternate vitros glu slide cartridge from the same lot resolved the issue. The investigation was unable to determine a definitive root cause. However, the root cause is most likely due to user error in the improper use of a sharp instrument when opening the product packaging.

Event description:
A customer observed higher than expected vitros glu results from quality control fluids and multiple patient samples when using a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Higher than expected vitros glu patient results were initially reported out of the laboratory. Once the issue was identified, corrected reports were issued for all affected patient samples. There was no report of patient harm as a result of this event. (B)(4).